Manufacturer narrative:
Device 2 of 4: cp354a (lot# 02/10) - manufacturing date: february 2010. Device 3 of 4: cp354a (lot# 02/10) - manufacturing date: february 2010. Device 4 of 4: cp616-13 (lot# 12/06) - manufacturing date: december 2006. All devices (part# cp354a and cp616-13) were evaluated and indicated that the scissors were broken. Complainant/facility: (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) was opened to address these issues. Medtronic's reference #: na. (B)(4).

Event description:
Four devices (part# cp354a (three), cp616-13 (one)) were returned to mxi service and repair.